Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out the leads were fluoro'd and it was noted the atrial lead was floating in the ventricle and was close to the v lead. It was decided that this caused the noise on the v lead and this would probably continue. The lead was capped and replaced. The patient's condition was unchanged.